Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013; during the same surgery, the patient was reimplanted with a new device. This report is filed april 2, 2014.

Manufacturer narrative:
Integrity test results from (B)(6) 2010 presented evidence of a receiver/stimulator malfunction.(B)(4): implanted device remains.

Event description:
Per the audiologist, when the cochlear implant system is activated, the pt shows signs of an adverse reaction by throwing the processor off of his ear. This behavior began after a period of non use following activation of a cochlear implant in the contralateral ear. No trauma or change in the pt's normal activities was reported. The results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with two faulty electrodes. Deactivating the faulty electrodes in the child's sound processor program was recommended. The results of a CT scan were not reported. Reportedly, explant/reimplant surgery is planned, but had not been scheduled at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
This report is filed june 26, 2014.